Manufacturer narrative:
Block a4: the patient's weight is 95.7 kg block h6: imdrf device code a051104 captures the reportable event of needle shaft unable to close.

Event description:
It was reported to boston scientific corporation that an overstitch sx endoscopic suture system was used during an endoscopic sleeve gastroplasty (esg) performed on (B)(6) 2023. During the procedure, when undergoing the second suture stitches, the anchor was unable to be passed from the anchor exchange to the needle body. The device was checked and the second suture was reloaded. Functional testing of the opening and closing of the needle body was normal in vitro. After undergoing the second stitches, the same situation occurred and the device was checked again. The needle body and anchor body were noted not to be crooked. The third suture was reloaded and functional testing in vitro was done. It was noticed that the opening and closing wasn't smooth and there were sounds like material colliding inside the needle driver handle. Suturing was attempted again, and after retracting the helix to position the tissue into the desired location, the needle body couldn't close by pressing the needle arm. The tissue was removed from the helix and endoscissors were used to cut the suture and remove it. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a051104 captures the reportable event of needle shaft unable to close. Block h10: investigation summary: with all the available information, boston scientific corporation concludes that the reported events of needle shaft failure to close and handle difficult to actuate were confirmed. Due to the broken joint, it made the needle body unable to close and unable to actuate the handle. Device media analysis: the overstitch sx endoscopic suture system was analyzed. The needle driver and anchor exchange were returned, along with four sutures. An anchor was present on the anchor exchange on the needle body and there is a metal piece on the backside of the endcap broken. Under microscopic analysis, the inside of the receptacle was observed while pressing the release button. The latch, hard stop, and opener were all observed; the opener passed under the latch while advancing towards the distal end of the receptacle. The needle driver was visually inspected and it was found that the joint was broken at the distal end. A functional evaluation could not be conducted due to the broken joint on the backside of the endcap. Device history review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on all available evidence obtained during the investigation and laboratory analysis, the most probable root cause for this event was cause traced to component failure. The reported events of needle shaft failure to close and handle difficult to actuate were most likely due to the broken joint, making the needle body unable to close and unable to actuate the handle because was a random component failure without any design or manufacturing issue.

Event description:
It was reported to boston scientific corporation that an overstitch sx endoscopic suture system was used during an endoscopic sleeve gastroplasty (esg) performed on (B)(6) 2023. During the procedure, when undergoing the second suture stitches, the anchor exchange was unable to pass the anchor to the needle body. The device was checked and the second suture was reloaded. Functional testing of the opening and closing of the needle body was normal in vitro. After undergoing the second stitches, the same situation occurred and the device was checked again. The needle body and anchor body were noted not to be crooked. The third suture was reloaded and functional testing in vitro was done. It was noticed that the opening and closing wasn't smooth and there were sounds like material colliding inside the needle driver handle. Suturing was attempted again, and after retracting the helix to position the tissue into the desired location, the needle body couldn't close by pressing the needle arm. The tissue was removed from the helix and endoscissors were used to cut the suture and take it out. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient's condition following the procedure was reported to be stable.